Event description:
The reporter called and alleged a discrepant result on the device when compared to the lab. The reported device result was >8.0 inr. The corresponding lab result reported was 2.8 inr. No treatment was given to the patient. The device was replaced and requested to be returned for evaluation.